Event description:
Additional historical information has been received. A medical chart review revealed the patient's scs ipg was replaced due to being depleted. Also, the patient stated over a time period of several months she experienced sudden overstimulation while using her scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.